Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited oversensing of noise and high out of range pacing impedance measurements of greater than 2500 ohms. Boston scientific technical services (ts) was consulted and suggested programming changes. The possibility of a fracture was discussed. At this time the ICD and ra lead remain in service and no adverse patient effects were reported. Attempts to obtain additional information from the clinic were made, but were unsuccessful.